Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014. Further information was requested but not received.

Event description:
It was reported that the patient's right ventricular lead exhibited lead impedance problem. The lead was capped on (B)(6) 2022. The patient's condition was unknown.